Event description:
The customer reported having no delivery alarms during bolus. The customer's blood glucose reading at time of call was 600mg/dl. Troubleshooting was performed. The customer stated that the reservoir has the same amount of insulin that the status screen shows. Ran a fixed prime test and passed. Instructed the customer to remove the cannula, and it was not bent. The next day, the wife called to report that the customer was hospitalized due to high blood glucose over 800mg/dl. It was stated that the customer was vomiting, has stomach pain, ketones in urine, frequent urination, and thirsty. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.